Manufacturer narrative:
Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins kept failing and stimulation drops away. There were no out of range impedances. Based on the impedances and mdt data a technical malfunction was not found that would explain the stimulation issues. The ins was kept well charged, but the patient manually turns stimulation on/off from time to time. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. Implant date of the ins was provided. It was also reported that the cause of the ins failing and stimulation dropping away remained unclear. Data showed no anomalies and healthcare professional suspected unintended or incorrect use of programmer. Patient was re-instructed on the use of the programmer and the issue was resolved. There was no further complications was reported as a result of this event.